Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient had been throwing up for a week straight and her highest blood glucose level was above 33.3 mmol/l due to bent cannulas. Further, she tried to treat this by a bolus via the pump. The infusion set had been used for less than one day. Moreover, there was no damage to the infusion sets when the package was first opened. Reportedly, this issue occurred with four infusion sets. Subsequently, on (B)(6) 2021, she was admitted to the emergency room and consequently, admitted to the intensive care unit, as she had high ketones. During hospitalization, she was administered fluids of saline and an unspecified medication (drug name unknown) intravenously, but she did not receive insulin after two days of being in the hospital. However, the treatment resolved her issue and there was no permanent damage. On (B)(6) 2021, she was released from the hospital. It was also reported that she replaced her infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.